Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. In this case, the reported mitral stenosis was believed to be attributed to patient anatomy (sclerosis / calcification causing a decrease in the diameter of one of the two orifices). The reported surgical procedure and hospitalization (required) or prolonged were a result of case-specific circumstances, as the patient underwent a surgical procedure for treatment of the worsening mitral stenosis. Based on the information reviewed, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report mitral stenosis which occurred after implantation of the mitraclip (10241565/(B)(4)), and required surgical intervention for treatment. It was reported that a mitraclip procedure was performed on (B)(6) 2013, to treat functional mitral regurgitation (mr) with a grade of 3. One clip (10241565/(B)(4)) was implanted, and the mr grade was reduced to <1. Approximately six months after implantation ((B)(4) 2014), a mitral stenosis started to arise slowly (gradient after implantation (B)(6) 2013: 5mmhg). In (B)(6) 2014, gradient was at 20 mmhg and it was decided to send the patient to surgery. The physician believed that the stenosis arose due to a decreasing of the diameter of one of the two orifice, and that the reason for this decrease could be an increase of sclerosis/calcification. No further information available. There was no issue reported against the clip delivery system (cds), or the implanted clip. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of occurrence estimated (reported as approximately (B)(6) 2014). The mitraclip remained in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.